Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states woke up this morning and the reservoir was out of the pump there is damage to the pump o ring. Troubleshooting was performed for damage and noticed pieces are missing chipping away from the reservoir compartment. The insulin pump will be returned for analysis.